Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range pacing impedance measurement that was detected via the patient's remote home monitoring system. The physician will get a hold of patient to be evaluated. Additional information indicated that the source of high out-of-range pacing impedance measurement was not conclusively determined. All other lead measurements were within normal limits. With this, the patient will then be monitored. This system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating that this ICD and rv lead exhibited high, out-of-range (oor) pacing lead impedance measurement greater than 2000 ohms. This has been an ongoing issue. Furthermore, the cause of high pacing impedance was still not certainly identified. The patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.